Manufacturer narrative:
A ge service representative performed an on-site investigation. The 24 volt power supply for the vertical column drive was found to have failed, and was replaced. After replacement, the system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the customer was unable to raise or lower the vertical column of the c-arm during spinal procedure. The customer reported that this failure caused delay in treatment for the patient. There was no injury reported. Field service found that the power supply for the column drive had failed, and replaced the power supply. The system was tested, and functioned as intended after replacement.